Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use one resolute onyx rx coronary drug eluting stent to treat a mildly tortuous and calcified lesion in the mid rca with 80% stenosis. It was reported that the device was expired when implanted in the patient. The expiry date was not double checked prior to opening. The physician was made aware and patient is doing well now.